Manufacturer narrative:
Product analysis: visually confirmed curette broken near the instrument bend. Microscopic examination of the fracture surface reveal a fairly flat fracture, with circular material displacement, consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy procedure at l4 <(>&<)> l5 levels for the treatment of l4, l5 disc herniation. During surgery, tip of 1.8 mm curette broke off inside the patient. Reportedly, the surgeon was able to locate the piece and remove it with mild difficulty. X-ray confirmed that no piece remained within the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.